Manufacturer narrative:
One device was received for evaluation for the complaint that a frequent primary audible alarm occurred during the infusion. The review of event log found that no information related to the complaint. A primary audible alarm events reported by customer was found during 12-month service history. The visual and functional testing was performed. Review indicated that the j9 connector may have become fatigued which could have contributed to intermittent signal loss. The interconnect board was replaced. No systemic product design issue was identified, and the device passed verification testing after service.

Event description:
It was reported that a frequent primary audible alarm occurred during the infusion. There were a patient involvement and no adverse event reported.